Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 7 false positives were obtained in drawer a. Confirmatory sub cultures were performed. There was no repot of patient impact. Customer is reporting false positives. Drawer? Yes. 3a. Are there multiple at same time? Scattered . Time to positive (in hours): see plots. Protocol length (days): 5 days. White blood cell count 4-11 (normal)? Handwritten on plots. Fill volume (quantitative or qualitative)? Customer rejects in system. Or makes note. Customer to check. All the same bottle type?4 aer or ana. Were plots received? Forthcoming. Were logs received? Forthcoming via mailed usb. Rate of false positive? About 1 a month on 2.5 stacks. Do you have a ups unit on your instrument(s)? Yes. Environmental factors: temperature fluctuations? No. Track outside temp. Power. Outages? No construction? No. Has your instrument been serviced (repair or pms) prior to the events of fp? No. Has your instrument been serviced following the events and did it stop the fp? No. Bactec media:  when did you start using plastic bottles? Greater than a year. How are your bottles stored prior to use? Stored at room temp protected from light? Yes, in box until ready for use. How long between collection and bottles entered into instrument? Under 4 hours if there is a delay, at what temperature are they kept? At room temp.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 7 false positives were obtained in drawer a. Confirmatory sub cultures were performed. There was no repot of patient impact. Customer is reporting false positives: drawer? Yes. 3a: are there multiple at same time? Scattered. Time to positive (in hours): see plots. Protocol length (days): 5 days. White blood cell count 4-11 (normal)? Handwritten on plots. Fill volume (quantitative or qualitative)? Customer rejects in system. Or makes note. Customer to check. All the same bottle type? 4 aer or ana. Were plots received? Forthcoming. Were logs received? Forthcoming via mailed usb. Rate of false positive? About 1 a month on 2.5 stacks. You have a ups unit on your instrument(s)? Yes. Environmental factors: temperature fluctuations? No. Track outside temp. Power outages? No construction? No. Has your instrument been serviced (repair or pms) prior to the events of fp? No. Has your instrument been serviced following the events and did it stop the fp? No. Bactec media:  when did you start using plastic bottles? Greater than a year. How are your bottles stored prior to use? Stored at room temp protected from light? Yes, in box until ready for use. How long between collection and bottles entered into instrument? Under 4 hours if there is a delay, at what temperature are they kept? At room temp.

Manufacturer narrative:
H6: investigation: customer reported false positive results on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and reviewed the plot and log file data has been completed and let the customer know that the fx instrument is working as intended all systems are working, testing properly and are in spec and also let the customer know that there are other contributing factors such as vial fill volumes, white blood cell counts and media collection and storage considerations. The customer told that they have not had anymore fps come off of the instrument since the initial occurrence. And mentioned to the customer to continue to use the fx instrument as they normally would and they will pay attention to the recommendations and call back into support if the false positives occur again. The instrument works in accordance with the technical documentation. This is an unconfirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive result. Bd quality did not receive any returned instrument or parts for investigation. The root cause was unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text: see h10.